Manufacturer narrative:
(B)(4).

Event description:
This is the first of two reports for the same pt involving two events with a single lot. Refer to 1065835-2014-00025 for the description of the second event report. A report was received from a medical practice that a pt was advised by treating hospital that he has had a recurring corneal ulcer for approx three months. The pt switched to a different brand of contact lenses due to this problem and it seemed to resolve. Add'l info received via questionaire from the physician states at the time of the event the contact lens was one day old. The event occurred in the left eye (os) on (B)(6) 2014. The pt experienced moderate discomfort and redness. There was no discharge or anterior chamber reaction. There was an ulcer centrally located (4-6mm), size unk, deemed sterile. There was a single infiltrate. The size is unk. There was mild, <50% corneal staining. Clinical diagnosed is listed as sterile ulcer. The treatment prescribed was a prophylactic antibiotic and liquid gel eye drop. The event has resolved.